Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2015-12296, reference MFR report #1627487-2015-12297. It was reported the patient lost a significant amount of weight and no longer needed stimulation therapy. The patient stated his system was causing discomfort therefore the entire scs system was explanted.